Event description:
The fsr reported that during preventive maintenance (pm) of the device, found the batteries depleted on the perfusion system. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Data logs show that the system was last turned on and charged on (B)(6) 2014. The fsr replaced the batteries and returned the suspect batteries for further evaluation. The lab tech received the batteries in a severly depleted condition. After charging the batteries for 16 hours both batteries exceeded the required 50 minute discharge test. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.